Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the prograsp forceps instrument didn't operate during procedure. The customer discovered that the end of forceps was broken when removing the instrument. The instrument did not come out from the cannula, so they removed the instrument and cannula together. The instrument handle was broken during the process of separating it. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the main tube and tip connection are broken, so the wrist does not straighten. No fragments fell into the patient's anatomy. The port incision was not increased. The instrument was inspected prior to the procedure and no damage was observed.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip and pitch cable.